Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, following complaints of pain and physical limitations, patient reported for revision surgery of his left hip prothesis. Patient´s revision surgery was necessary due to pain caused by a failed metal on metal junction corrosion issue at the cocr modular neck and titanium stem. In the course of the revision surgery the surgeon removed patient?s wright medical hip components, including the modular neck and stem.

Event description:
Allegedly, following complaints of pain and physical limitations, patient reported for revision surgery of his left hip prothesis. Patient´s revision surgery was necessary due to pain caused by a failed metal on metal junction corrosion issue at the cocr modular neck and titanium stem. In the course of the revision surgery the surgeon removed patient?s wright medical hip components, including the modular neck and stem.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.